Event description:
Reporter reported an 'excess of fluid noticed by the pt with the clamp in closed position'. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of a transfer set leaking while in a closed position. The root cause was a broken occluder foot. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.